Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 11-jul-2023. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: bd received one hundred (100) samples and four (4) photographs from the customer in support of this complaint. The photos show the hemogard closure is missing and the stopper remains in the tube. One hundred (100) customer samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 samples were draw tested with all weights being within specification limits. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Additionally, retention samples from bd inventory were evaluated by functional testing. Seventy (70) retained samples were sent to franklin lakes for r&d testing. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided, however, plant testing and r&d retained sample test results were satisfactory. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use with 6 bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the stopper remained in tube during decapper process. There was no report of patient impact. The following information was provided by the initial reporter: customer only notice this incident 2 days ago, whereby beckman coulter total laboratory automation (tla) decapper is not able to remove hemogard stopper completely. The outer hemogard cap is removed while the inner rubber stopper remains stuck on the tube. So far, customer is only seeing this happening to pst tubes of a specific lot no (lot no: 2228620) and not in other bd vacutainer tubes (sstii and serum).

Event description:
It was reported that during use with 6 bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the stopper remained in tube during decapper process. There was no report of patient impact. The following information was provided by the initial reporter: customer only notice this incident 2 days ago, whereby beckman coulter total laboratory automation (tla) decapper is not able to remove hemogard stopper completely. The outer hemogard cap is removed while the inner rubber stopper remains stuck on the tube. So far, customer is only seeing this happening to pst tubes of a specific lot no (lot no: 2228620) and not in other bd vacutainer tubes (sstii and serum)

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.